Event description:
During atrial fibrillation ablation, a steam pop sound was heard during radio frequency application. The patient subsequently developed a pericardial effusion, which required additional medical intervention and hospitalization. A second report has been submitted for the other devices involved in this event.the physician/staff involved in the procedure do not know what caused the problem. All are experienced in this type of procedure and with this equipment.